Manufacturer narrative:
The e601 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 601 module. On (B)(6) 2024 the result was 152 miu/ml. On (B)(6) 2024 a new sample was obtained and the result was 0.010 miu/ml. Based on the result from the new sample, the sample from (B)(6) 2024 was repeated with a result of 0.010 miu/ml.

Manufacturer narrative:
The customer did not provide any additional data or information for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.